Event description:
It was reported that the procedure was to treat a tibial artery. During advancement of the 3.75x38mm esprit btk resorbable scaffold delivery system (sds) over a 0.014 non-abbott guide wire, difficulty was noted due to anatomy. The sds was removed and reinserted into the patient when the scaffold dislodged inside the patient prior to deployment. A portion of the scaffold was simply withdrawn, and the remaining portion of the scaffold was stented against the target lesion with a non-abbott stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.